Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Changing brand name from osseospeed ev 4.2 s - 13mm to osseospeed ev 4.2 c -11mm. Also change of catalog number from 25235 to 25264.